Manufacturer narrative:
One device was returned for repair with complaint that the pump was not dispensing on the correct interval for medication. Review of event log indicates that the remote dose accessory was defective. No applicable service history found. Visual/functional testing was performed. Complaint could not be confirmed through visual inspection and functional testing. The issue was determined to be caused by a defective remote dose cord accessory. Upon further inspection, found upstream occlusion (uso) seal separating from chassis. Replaced uso seal. Found downstream occlusion (dso) seal delaminating. Replaced dso seal. Device passed all testing criteria post repair.

Event description:
It was reported that the pump was not dispensing on the correct interval for medication. There was patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.